Event description:
New information notes that the patient was brought into clinic on (B)(6) 2023. The implantable cardioverter defibrillator showed excessive bluetooth telemetry use detected message, triggered on 24 january 2023. The bluetooth was subsequently reenabled and was able to be paired with the mobile app without any difficulty. No patient consequences.

Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited wireless bluetooth communication problem. No intervention was performed. No patient consequences.

Manufacturer narrative:
The reported event of bluetooth (ble) unavailable was resolved by interrogating the device using a merlin programmer, this is indicative of a ble lockout which is per device design.